Event description:
The clip would not deploy in the scope, the doctor continued to crank on the clip which caused internal damage to the scope. There was no injury to the patient. Scope was removed, cleaned, and sent out for repair. Another scope was used with another clip to complete the procedure.